Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) level in the 20's (mg/dl). Reportedly, the customer consumed soda and administered glucagon to treat bg level. Review of the pump data logs by tandem technical support showed that multiple food bolus requests were made without bg inputs, which resulted in the customer having 14.5852 units of insulin on board (iob- active insulin in the body). The contact reported that the customer requested the boluses and that the entries were correct and that the pump was functioning as intended.